Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, after loading the reload into the stapler and after pressing the green button to fire, the reload did not fire. There was no patient injury.